Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter, and a lost sensor alarm, harm was reported, and there was no reported allegation of a device malfunction. The customer reported a blood glucose value of 359 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported the following leading up to the event: smart-guard exit document treatment for high blood glucose: the customer did bolus. The event involved products mmt-7841zn, mmt-431a, mmt-1884, and mmt-342. The customer reported high bgs. The customer does not feel comfortable troubleshooting. The customer reported a loss of communication between the transmitter and the pump. The confirmed transmitter serial number was programmed in the manage devices screen. The customer called back after being asked to fully charge the transmitter. The customer requested assistance with entering autobasal. Reviewed auto mode readiness/smartguard checklist screen. They explained what was missing to enter into auto mode/smartguard and how to resolve it. It was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the event. No further complications were reported. No product return is required for mmt-7841zn. No product return is required for mmt-431a. No product return is required for mmt-1884. No product return is required for mmt-342.